Manufacturer narrative:
Based on the claim against the product by the customer noting cable issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps was returned and evaluated. Failure analysis investigations replicated and confirmed the customer reported complaint that "a cable was loose." The tenaculum forceps was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Visual inspection found the instrument to have a dislodged flush tube guide. As a result, there was rattling in the housing. The housing was removed, and the flush tube guide was reattached to the instrument. There were no signs of damage inside of the housing.

Event description:
It was reported that during procedure a da vinci-assisted benign hysterectomy surgical procedure, the tenaculum forceps instrument had a loose cable. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter to confirm that there were no fragment issues, and the patient did not return due to any post-surgical complications.